Event description:
During the procedure, the occluder device was unable to properly close the pfo. The device was retracted to the inferior vena cava where it became dislodged from the delivery system. A snare was used to bring the device to the femoral vein, and the device was removed by open surgical technique in the operating room. The pt tolerated the procedures well, without significan sequalae. The pt was started on coumadin with some trepidation due to pt's history of deep venous thrombosis and cva and will be scheduled for closure of pt's pfo in the near future. The pt was discharged in good condition to pt's home on march 28, 2000.